Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the device would not be linked nor charged. An internal electrical test found excessive sleep current drainage and high thermal on u3 asic. This type of damage occurs when the ipg is exposed to high-voltage transients or high rf energy. It was reported that a bovie was used during the revision, which was the likely cause of the damage. Dfu 91171759-02 passes labeling review, as it cautions against the use of electrocautery.

Event description:
A report was received that following a lead revision procedure (MFR. Report number: 3006630150-2019-05852), the patients ipg was non functional. The physician felt that it was possibly due to bovie electrocautery used during the said revision. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).

Event description:
A report was received that following a lead revision procedure (MFR. Report number: 3006630150-2019-05852), the patients ipg was non functional. The physician felt that it was possibly due to bovie electrocautery used during the said revision. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).